Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-20985, 2017865-2021-20979. It was reported that the patient presented with a hematoma shortly after implant. The physician evacuated the pocket and noted a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the implantable cardioverter defibrillator system. The implantable cardioverter defibrillator, right ventricular, and left ventricular leads were explanted and replaced on the opposite side. The patient was in stable condition.